Event description:
It was reported that "the silver locking nut on the persuader is sticking. Also the joint on the capsppins is loose and binds when used."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.